Event description:
It was reported that the touchscreen became unresponsive while attempting to bolus. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received, a supplemental form will be completed.